Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Product event summary: the controller (B)(6) was returned for evaluation. No device malfunction was reported against the returned device; therefore, the purpose of this analysis is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. A review of the device history record was not performed as the analysis is not related to a manufacturing or servicing issue. Failure analysis of the returned controller revealed contamination within both power ports, likely due to handling of the device. An internal inspection did not reveal any anomalies. Review of the data log file revealed an active controller fault logged within the analyzed period, indicating an issue with the internal battery. Further review of the controller log files indicated that the controller fault alarm was permanently silenced; however, the controller will still log the controller fault alarm. Of note, a controller fault alarm that is silenced will sound again if the alarm condition clears and later becomes active again. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. . Based on an internal investigation conducted, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this investigation is now closed, con025231 falls within the bounds of this investigation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The controller was returned to the manufacturer after a routine transplant. Manufacturer's analysis subsequently revealed an energy storage system problem and an environment problem was identified.